Event description:
Reference number: (B)(4). Event occurred in poland. It was reported that the patient went to the emergency room (ER) and was subsequently hospitalized on (B)(6) 2026 due to a bent cannula, which led to hyperglycemia. The insertion site was the abdomen. The patient's blood glucose level was 500 mg/dl at the time of the event.the patient was treated with an insulin pen. The length of hospitalization was less than twenty-four hours. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.